Event description:
Due to a manufacturing process error made to lot 1208nt for sfx driver 2894-10-300, a recall was conducted to retrieve units from the field. During product return reconciliation, it was found that prior to notification of the problem to the user facility, the driver tip stripped during use. Another driver was used to complete the case. There was no adverse event. As the product supplied to the user was discrepant and subject to a recall, an MDR is being filed to document this event.

Manufacturer narrative:
A manufacturing error for this production lot (1208nt) resulted in the tip component being heat treated to the wrong specification. As a result, the tip may strip or fracture below the 65 in/lbs of force applied to lock the sfx implant to the spinal rod. It is unlikely that breakage would result in any adverse patient outcome. However, this could result in a portion of the tip being left inside the implant or a delay to the case to remove and replace the implant. Depuy spine has notified our local office and has undertaken remedial action to remove this lot of product from the field.